Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 08-jun-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving gablofen 2000mcg/ml at 956mcg/day via an implantable pump. The indications for use was intractable spasticity. The patient¿s medical history included cerebral palsy. On (B)(6) 2019 it was reported that the patient had abrupt withdrawal symptoms that started approximately 3 weeks after the pump was implanted. The patient had confusion, hallucinations, and severe spasticity. It was noted that the patient had an acute uti (urinary tract infection) at the time. An indium due study was performed at some point (date unknown) that showed no drug leaving the pump. The actions and interventions taken to resolve the issue was surgical intervention. They opened the pocket, disconnected the catheter, reconnected the catheter and aspirated 2cc¿s clear fluid, disconnected and checked the pump reservoir volume which matched the calculated volume. The catheter was reattached and aspirated again through the cap (catheter access port) to confirm flow. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported or anticipated.